Manufacturer narrative:
The suspect motion battery charger and battery charger were returned to the manufacturer for analysis. The chargers were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The hardware investigation of the returned battery charger 1 board found that the reported event was related to an electrical issue. The charger 1 board had no output for channel e. All other channels performed as expected. Functional output test did not pass. Visual inspection noted led's light as expected, and the board was dusty. The cause of the issue was related to a charger board malfunction. The reported event was confirmed.

Manufacturer narrative:
The hardware investigation of the returned battery monitor indicator found that the reported event was related to an electrical issue. The tester installed the battery monitor indicator board in a test imaging system and the system readied and charged as expected. Visual inspection confirmed the led lights do not light with line power applied. The battery monitor indicator board was confirmed to have an electrical issue, however it did not interfere with charging.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The batteries were found to be swollen and the charger voltages found to be out of specification. The parts were replaced and the issue was resolved. No parts have been received back to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system batteries were "swollen" and battery charger voltages were found to be lower than normal. There was no patient present when this issue was identified. No additional details were provided.